Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during a stomach biopsy procedure performed on (B)(6) 2011. According to the complainant, the first biopsy specimen was retrieved without issue using the forceps device. However, on the second pass, while advancing the device through the scope, the physician encountered resistance towards the distal end of the scope and the device was not able to be advanced through the scope. Upon removal, a wire was found to be protruding from the distal end of the forceps. It is not currently known if the pullwire was broken. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted

Manufacturer narrative:
A visual examination of the returned device found that the washer tail was bent. No abnormalities were noted with the device riveting and welding which were within design specification. The device passed the functional inspection. The condition of the returned incident device was consistent with the complaint. However, the evaluation found that the washer tail was bent, which the customer likely associated with the pullwire. The bend likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
The device was not inspected/tested prior to use. The user confirmed that the pullwire was bent, but not broken. Additionally, no part of the wire detached into the patient.

Manufacturer narrative:
Storz endo scope (2,8 mm working channel). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Reported event of wire bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during a stomach biopsy procedure performed on (B)(6) 2011. According to the complainant, the first biopsy specimen was retrieved without issue using the forceps device. However, on the second pass, while advancing the device through the scope, the physician encountered resistance towards the distal end of the scope and the device was not able to be advanced through the scope. Upon removal, a wire was found to be protruding from the distal end of the forceps. It is not currently known if the pullwire was broken. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted